Manufacturer narrative:
PMA/510(k) # was incorrectly reported on the initial MFR report and is being corrected on this follow-up #1 MFR report.

Manufacturer narrative:
Results: the distal tip was ovalized approximately 60.5, 103.0, 128.0, and 132.0 cm from the hub on the first indigo system aspiration catheter 6 (cat6) evaluated. The distal tip was ovalized approximately 110.0 129.0 and 135.0 cm from the hub on the second cat6 evaluated. Both cat6 were cut in pieces. Conclusions: evaluation of the first and second cat6 revealed that their distal tips were ovalized. This type of damage typically occurs due to improper handling during use. If the device is forcefully gripped or advanced against resistance, damage such as this may occur. Further evaluation of the returned devices revealed that both device were cut. This damage likely occurred while packaging the device for return to penumbra. The non-penumbra sheath mentioned in the complaint was not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01449.

Event description:
The patient was undergoing a thrombectomy procedure to treat a mesenteric ischemia using indigo system aspiration catheter 6 (cat6''s) devices. Prior to its use, a cat6 was opened, flushed and prepared for the procedure. After flushing, the physician noticed that the distal end of the cat6 was completely flattened and could not be used. The cat6 was then set aside and a new cat6 was opened for the procedure. While attempting to advance this second cat6 through a non-penumbra sheath, the physician experienced resistance and the tip of the cat6 became folded. Therefore, the cat6 was removed and the procedure was then completed using another catheter. After the physician chose a different treatment option, the scrub technologist was using scissors and a scalpel and may have cut up the cat6''s. There was no report of an adverse effect to the patient.